Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer updated their settings to address bg. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.